Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-aug-2025, the user reported her dexcom g7 sensor was reading low while her glucometer showed high blood glucose (bg) values at 600 mg/dl, with the ilet displaying low bg. Without a replacement sensor, she was advised to disconnect the ilet, administer a manual insulin injection, stay hydrated, and continue monitoring bg with her glucometer, with ems offered if needed. Follow-up calls confirmed her bg had returned to 110 mg/dl, and she is temporarily using multiple daily injections (mdi) until new g7 sensors arrive. The user did not test for ketones. The user reported feeling nauseated during the event and the bg was out of range for 90+ minutes. However, no medical intervention was reported at the time of call.